Event description:
On may 28, during cardiac surgery, a long handled metzenbaum scissor broke at the point of connection. A blade and the connecting screw fell into the chamber of the heart. The blade was retreived but the screw was not, despite numerous attempts. To date the patient has had an uneventful recoveryinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.